Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, on the first few weeks the patient had some issues about having no clear intermediate vison and even no near vision. The result was j16 on the near. After a month the patient complained that there was no improvement. Surgeon checked the patient and there was no underlying factors. Both eyes were healthy. And for the second month surgeon wanted to explant the lens. The iol was exchanged with another model of the same company lens. Additional information has been requested.

Event description:
The iol was exchanged with another model of the same company lens, which resulted better vision for the patient. Additional information has been requested, received and the doctor mentioned that the pre operative test was completed for the patient and they even checked optical coherence tomography (oct) and oct was normal but still the patient was unhappy with the vision from the eye. So the doctor explanted the lens and changed to another model company lens for the patient.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product discarded by the reporter. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the replacement lens was a company lens; specific model and diopter were not provided. The replacement lens resulted in better vision for the patient. The reporting facility has not provided any further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).